Manufacturer narrative:
(B)(4). Batch # p58927. The analysis found that one ntlc75 device was returned with no apparent damage and with a fully fired cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. No damaged on the firing knob were noted at any time during the analysis of the device. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the firing knob was broken off of the device, did any piece or pieces fall into the patient? If yes, were they retrieved? Will all pieces be returning for analysis? If not, were they disposed of?

Event description:
It was reported that during the section of the colon, the manual cursor was dissociated itself from the device body. Another device was used. No patient consequence.